Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 14mmol/l. It was stated that the customer moved the piston from the top and began using the device again prior calling. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.